Event description:
It was reported that the patient experienced a nocturnal hypoglycemic event while using the ilet, and the customer expressed concern that the system did not prevent the low; no alerts or alarms were reported, and the event date was not confirmed. Symptoms included hypoglycemia. Outcomes included no reported long-term impact or hospitalization. Investigation included attempts to obtain additional information and blood glucose details from the patient for event clarification. Investigation of this case revealed that the cause of the event remains unclear with no device malfunction or component issue identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.